Event description:
It was reported that during follow-up approximately 10 days after implant, there was no sensing or pacing observed. The lead was explanted and replaced. The patient was reported to be all right following the lead replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned. It was reported that during follow-up approximately 10 days after implant, there was no sensing or pacing observed. The lead was explanted and replaced. The patient was reported to be all right following the lead replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Capture, failure to, sensing, none.